Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's nurse reported via phone call that they admitted into hospital for diabetic ketoacidosis. Customer¿s blood glucose was unknown. Customer experiencing high blood glucose and taking 30 units of insulin. The insulin pump will not be returned for analysis.